Event description:
It was reported via repair work order that the bed would run down on its own due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.